Manufacturer narrative:
At this time, no conclusion can be made. Review of the returned sample is ongoing at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible. When the sample evaluation is completed, a supplemental MDR will be submitted.

Event description:
As reported, after completion of a procedure using the bard/davol capsure straight fixation device, it was noticed that plastic debris had fallen on the floor. As reported, the color of the debris was similar to the device and was suspected to be part of the device. There was no reported patient injury.

Event description:
As reported, after completion of a procedure using the bard/davol capsure straight fixation device, it was noticed that plastic debris had fallen on the floor. As reported, the color of the debris was similar to the device and was suspected to be part of the device. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. Review of the returned sample is ongoing at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible. When the sample evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Returned was the capsure subject product in question along with a small white object matching the color of the device housing. This object is identified as being a cover pin, and is part of the inside of the cover (device housing). The most probable cause is that during the operation of closing the device, one (1) cover pin broke. The broken pin, with movement could have exited through the opening in the trigger. Based on the sample evaluation and investigation performed, the root cause is determined to be manufacturing related. Awareness training was provided to appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.